Manufacturer narrative:
On (B)(6) 2021, mentor received additional information indicating the patient underwent an MRI and mammogram and the implant was found to be intact/not ruptured. Relevant fields and coding have been updated. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Lot # 7314621, manufacturing date: april 15, 2016, expiration date: april 14, 2021. Lot # 7544168, manufacturing date: january 22, 2018, expiration date: january 21, 2023. Reason for device explant and/or reoperation: no information regarding explantation or an expected explantation date has been received. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation revision with a 425cc mentor memorygel breast implant and experienced a rupture on an unknown side post-operatively, which was confirmed by a physician via a mammogram. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown which side was impacted, but mentor was provided with the lot and serial numbers ((B)(4)) for the patient¿s implanted devices. If clarification is received indicating which side was impacted, a supplemental report will be sent.